Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter was pierced by needle. This was discovered before use. The following information was provided by the initial reporter: the needle pierced thru the catheter.

Manufacturer narrative:
H.6. Investigation summary: photo evaluation: 3 photos were received for evaluation. Needle pierce through catheter was observed from the returned photo. Sample evaluation: 1 actual sample was returned without packaging for investigation. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: the investigation was able to confirm what customer had experienced as needle pierced through catheter was observed on from the returned photos and return samples. It was unable to be determined from the pictures if the samples have been used. Needle pierced through catheter was observed from the returned pictures. This would have occurred during product application when the product was manipulated. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance.

Event description:
It was reported that bd insyte¿ IV catheter was pierced by needle. This was discovered before use. The following information was provided by the initial reporter: the needle pierced thru the catheter.